Event description:
It was reported that during a colectomy procedure, the endo clip did not close the clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality it cycled and fed 11 conforming clips then it did lockout without any difficulties noted. No incident related to the reported event was observed during the batch record review.